Event description:
The customer reported that while transporting a pt, the extension hose was accidentally pulled of the safety chamber. When the hose was reconnected the unit displayed a "gas loss" alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported.